Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective on the small battery drive device. It was further determined that the motor power too low (motor rotated weakly). It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and the ecu (electronic control unit) function, check compatibility between the small battery drive device I and the small battery drive device ii, check function with the pen drive console and check power with the test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.